Manufacturer narrative:
H3: product analysis found that visually, there a transparent plastic probe protector secured over the probe portion of the device, but a portion of the probe was bent when returned. Functionally, the probe sub-assembly/manifold turned between each of the current settings ¿ 0.5ma, 1ma, 2ma ¿ with no issues. Electrically, position 0.5ma shall be 0.5 ± 0.1ma and the actual measurement was 0.5ma; position 1.0ma shall be 1.0 ± 0.2ma and the actual measurement was 1.0ma; position 2.0ma shall be 2.0 ± 0.4ma and the actual measurement was 2.1ma ¿ all measurements were in specification. Additionally, the led, at the proximal end of the device, illuminated a red light at each of the 3 current settings as intended. There was no intermittent behavior while manipulating the tip, wire, or the probe sub-assembly. In the returned condition, there was no out of specification condition that was related to the complaint. H6: previously applied codes fdm b17, fdr c20 and fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-operatively, when the surgeon went to use the device it gave no stimulation to the patient and they were unable to stimulate any of the nerves they were targeting or others near by. The device was removed and the settings were adjusted on the end twice, and it still did not allow for stimulation. The issue was not resolved with repositioning or troubleshooting. New one was opened from same lot and expiry date which worked. There was no patient impact.